Event description:
Two events with same issue: minor injury during cast removal with use of cast saw. Two separate users reported blade slipped when coming in contact with narrow removal guide/protector and came in contact with the skin during removal, causing injury. Users report difficulty with use due to the narrow guides/protectors.

Event description:
Two events with same issue: minor injury during cast removal with use of cast saw. Two separate users reported blade slipped when coming in contact with narrow removal guide/protector and came in contact with the skin during removal, causing injury. Users report difficulty with use due to the narrow guides/protectors.